Event description:
It was reported that the as lvp 20d dehp 3ss cv leaked medication from all the ports after being primed. The following information was provided by the initial reporter: "all ports leaking medication once primed, specifically at ports"

Manufacturer narrative:
H6: investigation summary : one photo of primary set, model 2426-0500, was received by the customer for investigation. Upon visual inspection, evidence of leakage was observed, however the location of the leak could not been seen. No other defects were observed. The customer's complaint that the ports leak once primed was verified. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d dehp 3ss cv leaked medication from all the ports after being primed. The following information was provided by the initial reporter: "all ports leaking medication once primed, specifically at ports."